Manufacturer narrative:
Unit passed displacement test, active current measurement and self test. Unit received with unexpected battery power loss and high sleep current measurement due to corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was 9 mmol/l at the time of the incident. Customer stated that the battery was not previously used. Customer stated that the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.